Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the follow up, after the spaceoar vue placement procedure, normal magnetic resonance imaging (MRI) was performed, the images showed an ulceration in the rectum. The physician stated that the poor placement of the hydrogel in the rectum cause the ulcer. The patient reported having pain after the procedure, he is currently schedule for a scope, radiation treatment has been delayed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) was performed. It was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "ulceration", "pain" and "gel found in unintended site - nonvascular" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the follow up, after the spaceoar vue placement procedure, normal magnetic resonance imaging (MRI) was performed, the images showed an ulceration in the rectum. The physician stated that the poor placement of the hydrogel in the rectum cause the ulcer. The patient reported having pain after the procedure, he is currently schedule for a scope, radiation treatment has been delayed.